Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the cause of the reported condition was determined to be due to an operator assembly error. To address this issue, awareness training was provided to the appropriate personnel. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white marks at the fill port that appear to be fracture marks within the fill port. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation: baxter received a sample for evaluation. Visual inspection of the sample confirmed the reported problem. It was noted that the stress-member flange that surrounds the fill-port was damaged. Upon completion of baxter's investigation, or if additional relevant information is obtained, a follow-up will be submitted.